Manufacturer narrative:
The device was returned to olympus hamburg for evaluation. The evaluation confirmed the reported event of no image due to a broken cable unit. The faulty parts will be replaced to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the hd camera head had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the cable was broken which causes no image since the user applied a force such as pulling on the cable part. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.